Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not received for evaluation as it was discarded at the site. Consequently, the clinical observation cannot be confirmed and the cause cannot be reliably determined. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during the procedure, the marksman microcatheter broke near the marker inside the revascularization device. No segments disengaged from the catheter. The entire device was able to be removed from the patient and nothing was left inside the patient. The revascularization device was observed to be kinked and the pusher was stretched. A new device was used to continue. The patient was receiving mechanical thrombolysis to treat an acute stroke and there was a medium level of vessel tortuosity. The procedure time was not extended and there was no adverse issue reported.